Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up with high impedance on the right atrial lead. No patient symptoms, no additional information was available, the patient would be brought in clinic to be evaluated by physician.